Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that after hemostasis, the catheter appeared to puncture the seminal vesicles, causing difficulty placing the catheter and additional bleeding/irritation. Subsequently, the patient was placed on heavy traction and was administered 1gram tranexamic acid (txa). The patient was discharged but returned three (3) days post aquablation therapy due to clot retention. Clot evacuation was performed, and the patient is reported to be doing fine. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. Section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) ¿ balloon catheter in bladder with bladder neck traction ¿ balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place ¿ balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that during catheter placement after fbnc, the catheter appeared to puncture the seminal vesicles resulting in difficulty placing the catheter and some bleeding/irritation. The patient was placed on heavy traction and administered tranexamic acid (txa). The patient was discharged but returned three days post aquablation therapy due to clot retention. Clot evacuation was performed, and the patient is reported to be doing fine. The aquabeam robotic system's IFU lists bleeding as potential risks of aquablation therapy. Based on the review of the information provided plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.